Event description:
The pt's intrathecal drug delivery pump was explanted and returned to the MFR for analysis, after 29 months implant duration due to irregularity of therapy benefit and withdrawal symptoms. No specific symptoms were reported. The pump was removed in 2007, due to irregularity of drug efficacy. A new pump was placed and the pt's therapy stabilized. A 10 ml volume discrepancy was noted on explant of the pump. Additional info has been requested from the hcp.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.